Event description:
It was reported by a customer on (B)(6) 2011 during the procedure error message codes 210 and 171 were received. Per the customer, the procedure was able to be completed. No patient injury was reported.